Event description:
It was reported that during implant, the helix on the ventricular lead would not extend on the third attempt to place the lead. Torque was observed after the pinch on tool was turned and released. Once removed from the patient, the lead was rinsed with saline and no tissue was observed. The helix was still not able to extend. A new lead was successfully placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism and there was a tip seal observation.